Event description:
Patient reported blood glucose results of 3.8 mmol/dl, 10.6 mmol/dl, and 7.3 mmol/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology the calculated difference of these glucose results exceeds the expected value of <=20 and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient did not receive any medical attention following the use of the meter. The meter had recentely started prompting redo check. The customer service representative was unable to perform troubleshooting. The control solution was expired and the patient did not have a check strip. The meter and test strips were replaced and return is expected.